Event description:
During follow-up on (B)(6) 2012, physician noticed that the programmed automatic ventricular threshold measurements were never performed, so that the pacemaker applied a 5 volt ventricular pacing amplitude over the whole follow-up period. Additionally, the programmer displayed a message advising to change ventricular pacing configuration from bipolar to unipolar. However, manual threshold tests performed during the follow-up worked properly, even in bipolar pacing configuration. An explanation is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.